Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock in the primary vector during a slow vt/svt. During the episode it was noted due to t-wave oversensing from this electrode. It was reported that there were no morphology changes during exercise testing in clinic. A request to have technical services (ts) review device data. Ts confirmed that post shock the arrhythmia goes back to sinus rhythm. Ts provided recommendations for programming. The device remains implanted. No additional adverse patient effects were reported.